Event description:
It was reported that revision surgery was performed.

Manufacturer narrative:
The purpose of this investigation was to examine the as-received components. The returned spectron stem, cocr femoral head, and reflection acetabular liner were examined visually. No destructive testing was carried out. The stem showed minimal bone cement attachment proximally in the grit-blasted region, which is congruent with the reported loosening. Burnishing was also observed along the length of the stem, which is also congruent with the reported loosening.